Event description:
Patient was set for 50 ml's per hour fluid removal . At 2:20 am the removal was 658 ml and at 3:00 it was 586 ml. The treatment was ended and continued on another prismaflex. The patient gained 70 ml's of fluid.